Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient had round marks of the adhesive tape of the set event. Patient had allergic reaction and was prescribed antihistamines and is advised to lubricate with emollient for the event. No further information was available.